Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The batteries were replaced. (B)(6).

Event description:
The hospital reported that the unit indicated a battery failure. There was no reported patient injury.